Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter did not provide the blood glucose values. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.